Event description:
It is alleged pt was driving down the sidewalk and lost control of chair. Stopped chair with rear section partially in a steep 10 ft embankment. Pt attempted to drive up embankment out of the ditch. Chair slipped on grass and went down backwards. At bottom of embankment pt turned chair over. No serious injury reported.